Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpiece became occluded. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and was found to meet specification. The company representative also tested all of customer¿s handpieces and found them all to meet specifications. Based on the information obtained, the root cause cannot be determined conclusively. (B)(4).